Manufacturer narrative:
Result: loose lead of run capacitor; scale calibration.

Event description:
It was reported by service report that the fowler would not go down. No pt involvement or adverse consequences were reported.